Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty select cycler with fmc cassette and the patient event of severe pain, genital and bowel issues with subsequent hospitalization. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler with fmc cassette. There are no medical or treatment records or reported information as to the patient diagnosis and treatment during hospitalization to confirm the allegation. The patient was new to pd therapy and the pdrn told the patient not to utilize the cycler again until properly assessed on pd training. It is unknown if the patient¿s lack of experience utilizing the cycler caused or contributed to the event. Based on the available information the cause of the patient¿s adverse event cannot be concluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019 during a follow up for a drain complication, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that on (B)(6) 2018 during treatment he was stuck in drain zero and not able to cancel his treatment. The patient alleged he was empty but the liberty select cycler was still trying to pull fluid from his abdomen and as a result he was in severe pain. After two hours the patient reported pulling a tube (unspecified) out of the cycler and the cycler making a loud noise. According to the patient this issue resulted in his penis shriveling, his bowels not working properly and not being able to get an erection. The patient reports being hospitalized shortly after this event (unknown date and diagnosis) as well as a second instance (captured in a separate complaint). The patient also mentioned having a blood clot during one of the hospitalizations. The patient reverted back to manual exchanges and all of the symptoms were relieved. Additional information was obtained through the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2019. Per the pdrn the patient¿s first use of the cycler was (B)(6) 2018 and she confirmed that the treatment was completed without issue. The patient reported experiencing severe pain, bowel movement issues and erectile dysfunction during and after treatment on (B)(6) 2018. The patient was seen at the clinic on (B)(6) 2018 and administered prophylactic intraperitoneal (ip) vancomycin (dose and strength unknown) due to possible touch contamination to the catheter when the patient disconnected from treatment. The pdrn instructed the patient to not utilize the liberty select cycler until he could be adequately trained and assessed on use of the cycler. The patient was instructed to only utilize manual exchanges. The patient left the clinic and later that day reported extreme pain and drove to the emergency room (ER). The patient was admitted with unknown diagnosis and hospital course is unknown. The patient was discharged a few days later (unknown date). No further information was obtained and the pdrn refused to provide information about the blood clot other than stating it was not pd related. Medical records were requested but not received. If additional information is received, a supplemental report will be submitted.